Event description:
It was reported that pump battery did not charge and charging connection was unstable even though caller used tandem charging pad, cable, and wall adapter as directed. There was no reported impact to the customer¿s blood glucose level. Customer left pump on charging pad for extended time without improvement, was advised to rely on multiple daily injections if battery depleted, and technical support arranged shipment of replacement charging pad, wall adapter, and cord, attempted follow-up by phone and email, and then closed case after no further response from customer.